Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging high readings on the lfs meter. She rec'd a reading of 209 mg/dl and felt tired at the time of testing. She retested and obtained 186 mg/dl. She contacted a medical professional for advice and did not receive any treatment. The meter passed using the check strip. Test strips were in good condition and not expired. Test strips failed using the control solution twice. This case is being reported as a malfunction, since the test strips failed using the control solution.